Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped performing properly due to a leak in the system. The patient underwent surgery to replace all components with a new ipp. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had broken fabric threads from wear in the middle of the cylinder, wear at a fold was observed. The cylinder had a leak from wear in the proximal end of the cylinder. The second cylinder had wear at fold in the middle and distal end of the cylinder. A hole in the proximal end of the cylinder consistent with sharp instrument damage from the explant procedure was identified, the cylinder leaked from the hole. The pump was visually and microscopically examined, leak and functionally tested. The pump passed the leak test; however, it did not pass activation tests. Based on analysis results, the hole identified in the first cylinder confirmed the reported event of fluid leak. A conclusion code of cause traced to components failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped performing properly due to a leak in the system. The patient underwent surgery to replace all components with a new ipp. There were no patient complications.